Event description:
It was reported that the patient experienced unspecified issues with an unspecified penile prosthesis leading to it being previously removed. A reimplant surgery was performed in which a new inflatable penile prosthesis (ipp) was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted device was an ipp and it was explanted because it was not working. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.